Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 08/21/2024, the patient¿s cgm was reading low mg/dl. The patient did not have a bg meter to use for a comparison. The patient was treating himself based on his dexcom values (no specific treatment was specified). At an unspecified time later, the patient began feeling weak and eventually lost consciousness. The patient¿s father found him and took him to the emergency room. It was not reported when the patient regained consciousness. At the ER, the patient reported he found out his bg meter reading was ¿high¿ (no specific value was provided). He was treated with insulin. It was also not specified how long the patient was in the ER prior to discharge. The patient was "fine" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.